Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patients age and dob requested but not provided. Product material number, lot number, expiration date and manufacturer dates requested but not provided.

Event description:
It was reported that there have been multiple events in which the tubing sets cracked and broke.